Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is attributed to some form of stress, such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the grip, universal cord, and up/down plate of the videoscope were sticky. There was no patient involvement.